Event description:
Plaintiff underwent a tlif l4 to s1 using rhbmp-2/acs on (B)(6) 2010. The patient's post-operative period was marked by increasingly severe pain to her lower back and bilateral lower extremities. An MRI study conducted on (B)(6) 2010 shows that the patient had a severe inflammatory reaction that resulted in a fusiform fluid collection within the subcutaneous fat extending from l3 down through s2. An additional smaller collection was noted along the paraspinal tissues at l4-l5 midline and to the left abutting the thecal sac dorsal aspect with mild indentation. The patient has pain and has filed for disability.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.